Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode of hub/collar separation with the incident lot was observed. Upon review of the photos, samples did not meet the required specifications. Bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. Root cause description: based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine the root cause associated with the indicated failure mode and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that while using a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the safety shield separated from the device. There was no report of injury or medical intervention.